Event description:
A site representative, registered nurse, reported that while in a functional endoscopic sinus surgery (fess), the surgeon received red tracking status using the navigation system. The tracking view was giving an error message cycle power on tracking details, an axiem box communication error. Re-starting the navigation system did not resolve the issue. Emitter interface window was displaying one flt value in the drive section, fifth selection. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement mobile field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device confirmed the field generator is not functioning properly. When the cable is connected to a test system the navigation tab shows red status and says axiem emitter low drive error. The multi-meter reading shows an open from pin 22 to pin 23 on cable (B)(4) (coil #5). Electrical failure, red status/no tracking, directly caused event. Medtronic representative reported replacing the damaged emitter on (B)(4) 2014. The navigation system is functioning as it should.